Event description:
It was reported that the patient underwent a tlif at l5-s1 to treat spondylolisthesis and hnp failing conservative treatment. Twenty-one months post-op, the patient returned for left leg pain. Reimaging did not show any nerve root compression. The patient underwent a selective nerve root black, which was temporarily helpful. A myelogram was performed, showing heterotopic ossification with compression of the l5-s1 nerve root. The patient underwent a revision surgery 28 months post-op to remove the hardware, the excess bone and the scar tissue around the nerve root. The patient reported a resolution of the pain. The patient returned to the surgeon 17 months later with left leg pain. An MRI did not reveal anything. A nerve root block was performed. The patient has not returned for additional follow up or treatment.

Manufacturer narrative:
.

Event description:
It is reported that a retrospective study of 49 patients¿ medical charts, computed tomography (CT) scans, and patient self-assessment disability scores was performed to evaluate minimally invasive transforaminal lumbar interbody fusion (mis tlif) augmented with rh bmp-2. At least 12 months prior to study initiation, all patients had received rhbmp-2 (2.8 ml or 5.6 ml for a single level, 8.0 ml for two levels) as part of their mis tlif procedure. Surgical distraction and endplate preparation had been carried out, after which, morcellized local autograft rolled in an rhbmp-2 soaked acs was placed in the interbody space. This was followed by placing an appropriately sized polyetheretherketone cage filled with autograft and rhbmp-2/acs, with the device and its contents being inserted obliquely into the intervertebral space. Once the interbody discectomy and arthrodesis were completed, pedicle screws and rods were placed at the involved levels. Ap and lateral images were obtained to confirm the position of the graft and hardware. Radiculopathy, noted to be a moderate post-operative complication, was observed in this patient, 21 months post l5-s1 placement. In addition, clinically insignificant heterotopic ossification was observed on the tlif/annulotomy side. Other than the co-morbidity of smoking, no other details were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: mobasser, et al. Minimally invasive transforaminal lumbar interbody fusion augmented with recombinant human bone morphogenetic protein-2. Tbd cage, pedicle screws and rods. No implant or therapy dates were provided. Product remains implanted. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.